Event description:
Reportedly, the hospital indicated "the surgeon keeps getting burned from this unit." No information received by tyco as to the nature of the alleged injury or if treatment was required. During testing by the service personnel no failure found. All inspections were performed from manufacturer's procedure. Unit passed performance verification protocol. The surgeons were complaining that when they buzzed the hemostat they were either getting a shock or in a couple cases even a burn. The disposable pads were not valleylab pads and the practice of buzzing the hemostat is not recommended by valleylab.